Manufacturer narrative:
A review of tickets determined normal complaint activity for lot 94256ui00 and no trends for the product for the complaint issue were identified. Return testing was not completed as returns were not available. Accuracy testing was performed using a retained kit of lot 94256ui00 and all specifications were met, indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect tsh, lot 94256ui00.

Manufacturer narrative:
There is no further patient information provided due to privacy issues. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed architect tsh results on one patient. The results provided were: initial = 0.01miu/ml / 2.22miu/ml / 2.19miu/ml. There was no reported impact to patient management.